Event description:
It was reported that crystalens ((B)(4)) was implanted sometime in (B)(6) 2011 and it was explanted on (B)(6) 2011 due to lens vaulting (z-syndrome). A different lens was placed into the sulcus. Add'l info was requested but has not been received.

Manufacturer narrative:
The lens was returned and received by bausch+lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.